Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the pacemaker exhibited premature discharge of battery. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with battery voltage at end of service level upon receipt. Electrical tests performed after replacing the original battery indicated normal functionality. Initially, high drain current was detected, however, further evaluation after replacing the power source could not duplicate the high drain current consistent with latch up condition. The source of the cause for the premature depletion of the battery was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.